Event description:
It was reported that during an unknown procedure, after 5 minutes of use, it tore a connected part. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The instrument (a) was noted to have the iris valve and the sleeve torn, the damage starts on the outside edge of the lower protective ring. No other physical damage was noted on the returned device. No conclusion could be reached as to what may have caused the found damage. The instrument (b) was noted to have the iris valve and the sleeve torn, the damage starts on the outside edge of the lower protective ring. No other physical damage was noted on the returned device. No conclusion could be reached as to what may have caused the found damage. No batch record review could be performed as no lot number was provided.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.